Event description:
The customer alleges back to back results on his meter of 60 and 128 mg/dl. He states when he ran controls about a week ago they were not in range, values unknown and he discarded controls. He did not adjust medications based upon suspect results and did not report an adverse event. Return requested and replacement was sent.